Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2012 (B)(6), product type. Correction: catheter j12507r09. Final analysis of the pump (B)(4) revealed no anomaly found. The pump passed all non-destructive lab testing. There was a motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall. Final analysis of the catheter (B)(4) revealed a broken catheter body. The distal end of segment 2 showed to be jagged which indicated that it was more of a result of a break. Also of note is there was no circular shape of the lumen which indicated that the catheter was compressed in this area.

Manufacturer narrative:
(B)(4).

Event description:
During the pump replacement due to battery depletion, they were unable to aspirate the catheter due to an occlusion. The pump and catheter were replaced. There was no injury and the patient recovered without sequela. The pump delivered morphine and bupivacaine.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: (B)(6) 2005. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.